Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6), 2010, product type implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_ins_stimulator, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient was scheduled to have her neck spinal cord stimulator (scs) replaced (B)(6) 2014 because it has never kept a charge. It was noted the patient had two stimulation devices, one for the neck and one for the lumbar region.